Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's internal battery and detachable battery cable need to be replaced to address the issues. During the evaluation, service required alarm conditions were observed. The device's sensor board need to be replaced to address the issues.